Manufacturer narrative:
(B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the assy mk3 if drvr config (sipap products) has e33 error message "unable to auto zero pressure sensor". At this time there was no information of patient involvement reported from this event.